Event description:
Additional information received reported the patient was still having concerns with her device of therapy but was working with her physician or manufacturer representative. Appointments were scheduled for (B)(6)-2012 and (B)(6)-2012. The implantable neurostimulator was replaced which resolved the issue. The cause of the power-on-reset (por) was unknown.

Manufacturer narrative:
Lead: model 3093, lot # v498347, implanted: 2010 (B)(6), explanted: unk. Patient programmer: model 3037, serial # (B)(4), implanted: na, explanted: na.

Event description:
It was reported that the patient could not adjust stimulation and received a display showing "call your doctor" icon. A power on reset (por) condition was reported. Additional information has been requested, but was not available as of the date of this report.